Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not wash hands properly prior to using the blood glucose (bg) meter, and observed an inaccurate bg reading. The customer programmed a bolus based off of the incorrect bg value and delivered a bolus dosing. The customer's bg level was 59 mg/dl. To address the bg level, carbohydrates were consumed by the customer.